Manufacturer narrative:
The device sample was not returned for evaluation.

Event description:
The event is reported as: during incoming inspection the package was found torn/broken. No report of a pt injury/involvement.